Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp was not evaluated by a getinge representative and was not returned for evaluation. The iabp was sent to the customer¿s biomedical engineer for repair. Customer's biomedical engineer replaced the drive assembly and performed balloon testing and system trainer; the device was returned for clinical use. (B)(6).

Event description:
It was reported that an intra-aortic balloon pump (iabp) had a slow gas leak and low vacuum alarm during use on patient. Pump was removed from service. There was no patient injury or medical intervention associated with this event. No additional information is available.